Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a pi lost suction after the laser fired. The procedure was completed with a new patient interface. The patient is reported as doing well post operatively.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior and after the day of treatment/event. No sample has been received at the investigation site for evaluation. The associated device was released based on acceptance criteria. The root cause could not be identified. There is no indication a device malfunction or inappropriate labeling caused or contributed to the reported event. (B)(4).